Manufacturer narrative:
(B)(4).

Event description:
It was reported that: when advancing the puncture needle, the needle broke off without force or bone contact. No intervention reported.

Event description:
It was reported that: when advancing the puncture needle, the needle broke off without force or bone contact. No intervention reported.

Manufacturer narrative:
(B)(4). The report of a broken needle hub with a piece separated was confirmed through complaint investigation. Visual analysis revealed that the needle hub had broken and separated. This caused the needle cannula to become dislodged from the assembly. The appearance of the damage is consistent with a design related issue. A device history record review was performed, and no relevant findings were identified. A non-conformance request was initiated to further investigate this complaint issue.